Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 13 2007. Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Per procedure, a flow test was subsequently performed on the unit for 38.4 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the units: calculated 1.95 normalized(2.5%) 1.99 specification range 1.80 - 2.20. The rate was found t be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A review of all records related to the manufacture of lot 06m002 has been conducted, which revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacturing of the lot. The manufacturing facility has been made aware of this report through baxter¿s complaint handling system. The manufacturing facility will continue to monitor similar incident for possible trends.

Event description:
National complaint coordinator (ncc) for int'l affiliate reported an alleged overinfusion observed on one infusor device during patient infusion via intravenous injection. The device was filled with 70mlof 5-fu and 20ml of saline for a total fill volume of 90 ml. The expected duration was for 45 hours. The actual infusion rate was reported to be 90ml in 8 hours. The access site was needle connection. The device was not used prior to the incident. There were no reports of patient outcome, injury or medical intervention associated with the reported condition.